Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patient order not showing on profile. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the patient order was not showing on the profile. A technical support specialist (tss) dialed into the server and confirmed that the order was active. The tss ensured it was assigned to the correct unit, area, and station. The tss advised the customer to test and provide their user identifier. The system functioned as intended after the technical support specialist troubleshot the device.